Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a loss of osseointegration and is scheduled for revision surgery for a new implant and a sleeper to be placed; however this has not occurred as of the date of this report.